Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to remove extra bluetooth devices on their smart device, update ios to 9.2, and reset the smart device. No additional patient or event information is available.